Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad peeled off. Based on the results of the investigation, a definitive root cause of the tissue pad peeled off could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the white part of the tip of the thunderbeat was loosen. The event occurred during the therapeutic laparoscopic hysterectomy. There was a delay of less than 30 minutes, and the procedure was completed with an olympus back-up device. There were no reports of patient harm.